Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. On (B)(6) 2024, the patient had na result of 124.8 mmol/l. On (B)(6) 2024, the patient had a new sample collected and the na result normal. The sample from 27-jun was repeated twice and the results were 144.8 mmol/l and 145.5 mmol/l.